Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the vessel sealer extend instrument had an exposed blade. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument and performed a device evaluation. Failure analysis (fa) could not confirm, nor replicate, the reported issue. The instrument was found to have a broken grip tip. A piece measuring approximately 0.029" x 0.017" was not returned with the instrument. Significant bio debris on the grip tips was observed. The root cause of this failure is attributed to mishandling/misuse. The following was found during the device evaluation, but is not related to the reportable finding: the instrument passed the self test homing test when driven on an in-house system. The test was formed three times and passed. The instrument moved intuitively and opened and closed properly. The instrument passed the knife slot test. No ceramic dots were missing. No damage was found to the knife blade or cable. A review of the logs showed no errors. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There were no images or procedure videos provided for review. A review of the instrument logs for the vessel sealer extend instrument (part# 480422-01/l92211101 0222) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial # (B)(4). This is a single use instrument. This complaint is being reported because a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.